Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the proximal lad. The lesion exhibited 90% stenosis severe calcification and tortuosity. The device was inspected prior to use with no abnormalities noted. During the surgery, the lesion was pre-dilated however the endeavor resolute stent could not pass the lesion and became deformed. The physician changed to another brand of product to complete the procedure. No patient complications reported. Evaluation summary : patency of the inner lumen was checked and no resistance was noted. The distal tip of the device was flared. The stent was positioned on the balloon between the marker bands. The first distal segment of the stent was damaged; the struts were raised and stretched. The remainder of the stent had no evidence of damage. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis severe calcification and tortuosity) deformation problem evaluation codes, conclusions: known inherent risk of procedure (stent deformation) device failure related to patient condition (90% stenosis severe calcification and tortuosity) (B)(4).